Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. During the attempt to perform a simulated treatment a blank display was encountered on power up. The failure was due to a shorted transformer on the inverter board, which was also found to have burn damage. The inverter board will be replaced in production during the refurbishing process. Further inspection showed that there were no visual indications of dried fluid within the cassette compartment. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burned inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) was training a peritoneal dialysis (pd) patient on the cycler when the screen began flickering and the screen went dark. The pdrn stated that she noted a burning smell and the cycler was subsequently turned off. The pdrn disconnected the patient during dwell 1 of 3. At this point in time, the technical support representative initiated a replacement for the cycler. Additional information was requested, however, to date has not been provided. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was shorted and burned.

Manufacturer narrative:
Correction: patient identifier.